Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the found symptom. When the investigation is completed, a supplemental report will be submitted.

Event description:
During baxter's initial eval, a spectrum pump under-infused approximately 13 percent. There was no pt involvement.